Event description:
The customer reported the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Corrected d10, g4, h3, h6(methods, results, conclusion), h10 a review of the device history record for (B)(6) was performed from the date of manufacture 11/08/2017 to the present date 12/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device will not turn on/off. There was no patient involvement.